Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in range of over 500 mg/dl. The customer mentioned other blood glucose during calibration as 357 mg/dl, 250 mg/dl, 89 m/dl. The customer did not provide information about symptoms. The customer treated with insulin pen. Customer was reporting a sensor updating or sensor glucose value not available status or alert. Customer reported they did not receive a calibration not accepted alert. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.